Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair with their mobile device. Upon review, it was suspected that the device was exhibiting bluetooth telemetry loss. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a recurrence of bluetooth telemetry loss. The device was successfully reset and communication was restored. The patient was stable.